Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the black box history showed no abnormal conditions. The patient reported that the pump was exposed to a magnetic field. A 29 hour flow accuracy test was performed without interruptions and the pump was found to be delivering within specifications. A bolus was programmed and the pump history accurately recorded the bolus. No defects were found during investigation.

Event description:
The patient claimed the animas insulin pump was exposed to very powerful electromagnets during his visit to an amusement park. Reportedly, the subject pump gave an un-programmed insulin bolus of 5.5 units at the time of concern. The patient's blood glucose was already at 520 mg/dl at the time the issue was discovered. The patient did not have any symptoms. The animas representative advised the patient to disconnect from the subject pump, contact his hcp for treatment, and to obtain a backup plan. It is not clear if the effect of the electromagnetic exposure to the animas insulin pump resulted in any product malfunction. The product was requested back for investigation. This complaint is being reported because the patient had elevated blood glucose of 520 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.